Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d11, g4, g7, h2, h3, h6, h10. Visual examination of the returned product identified the pin separate from the device. The pin and the instrument do show signs that it was welded. Both the pin and the instrument do not appear to have any weld left on them. Item and lot numbers are confirmed to match the complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Procode: phx . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a tsa. During the initial procedure, a fractured piece of the instrument was retained by the patient. Subsequently, the patient came into the office post operatively complaining of pain and limited range of motion. Patient was revised approximately 1.5 months after initial procedure, where the impactor fragment was removed. Attempts have been made and additional information on the reported event is unavailable at this time.